Event description:
It was reported in a journal article that one patient experienced a superficial wound infection treated with antibiotics. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: france. G2: literature: siret, e., sammartino, f., bernard de villeneuve, f. Et al. Minimum ten years follow-up of total knee arthroplasty using morphometric implants in patients with osteoarthritis. International orthopaedics (sicot) 50, 393¿400 (2026). Https://doi.org/10.1007/s00264-025-06703-0. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.